Manufacturer narrative:
(B)(4). The complaint was received and forwarded on to the manufacturing facility for investigation. A review of the manufacturing device history record for the referenced lot number was completed. No non-conformance with regard to ¿shut failure¿ or ¿fluid leak¿ was documented during the manufacturing of this batch. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. Three samples were received and a detailed investigation was performed. The samples received were subjected to a suction test and all functioned as designed. We have not been able to duplicate the reported concern when the instruction for use (IFU) was followed since fluid cannot outburst from the flex advantage liner when it is connected to a vacuum source. In addition, liner can never eject from the canister if shut off mechanism is defective since the shut mechanism triggers the liner to eject from the canister. However, this concern was duplicated when vacuum red braided tube was disconnected from the vacuum port before the patient tube was disconnected and the patient port capped. This practice goes against the shut down instructions defined in the flex advantage IFU. The results of this evaluation indicates that the most assignable root cause may be related to an improper shut down process of the flex advantage liner which may have resulted in the reported concern. As a preventive action, the customer will be provided with a copy of the instructions for use. According to the instruction for use (IFU) disposal section. ¿flex liner should be kept under vacuum until steps 1-3 are complete. Step 1 - disconnect the patient tubing from patient port and cap the port. Step 2 - firmly seal all ports other than the vacuum port. Step 3 - disconnect the vacuum tube from vacuum port and cap the port. Step 4 - turn off the vacuum supply. Step 5 - remove liner by lifting upward on the rim of the lid.¿ we will continue to monitor trends and utilize the information as part of continuous improvement.

Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. The investigation is on-going. A follow-up report will be filed when the investigation is completed.

Event description:
During an arthroscopy procedure, while suctioning we noticed the liner did not stop functioning despite being full of liquids. The liner got dismantled from its canister and liquid was noticed in patient tubing and canister.